Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called on (B)(6) 2012 and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer stated that she was found unconscious and her kids called the paramedics. Customer stated that her infusion set cannula was bent. Nothing further was reported.